Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had become unresponsive. After receiving a "replace battery alarm" and changing the battery, the reporter indicated that they were unable to advance passed the verification screen. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. The pump cover was removed for investigation and revealed evidence of moisture inside the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Performance of the device.